Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Additional patient information height: 5' 8". The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during a left heart cath, an angio-seal device was used to close femoral access. The physician stated that the device never made a click and broke apart when pulling back. Manual pressure was used to achieve hemostasis. The patient was reported to be stable with issues. It is unknown if the footplate was still in the device. The reported blood loss was less than 250cc's. The procedure outcome was reported to be successful. Additional information was received on (B)(6) 2018: the facility reported that there were no current issues with the patient. The device seemed to deploy; however, hemostasis was not achieved by the device so manual pressure was applied.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. There was no anchor or collagen attached to the suture. The deployment sleeve was in the full rear lock position and the colored bands were completely exposed on both the sides. There was a cut visible through the length on the hemostasis sheath and on the carrier tube. The cut appeared to be smooth at the distal tip and jagged near the hub junction. The suture was not enclosed within the carrier tube but exposed through the cut. The damage seen on the sheaths is likely carried out using a sharp blade ex-situ since the cut propagates in the same direction on the sheath and the tube. The device was then disassembled and no anomalies were noted in the position of the bypass tube. There were no turnes of the suture on the spool and no obstructions or anomalies were noted within the carrier tube hub. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the user attempted the cut down to verify the cause of mating difficulties described in the reported event. However, the exact cause of the reported event cannot be definitively determined.